Event description:
The customer reported that the spo2 parameter on the reported x2 and failed to operate properly and "stopped capturing spo2 readings."

Manufacturer narrative:
The customer reported that the spo2 parameter on the reported x2 had failed to operate properly and "stopped capturing spo2 readings". The limited available info is not sufficient to support there was a health risk. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).